Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the tracheal bronchus to treat an intracavitary tumor during a transbronchoscopic stent implantation procedure performed on (B)(6) 2024. During the implantation process, the stent was pulled halfway, but it could not be deployed, nor could it be deployed after adjusting the angle. The stent was removed from the patient partially deployed on the delivery system. The procedure was not completed. There was no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial healthcare facility name is (B)(6); reported here as it exceeded the character limit. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Manufacturer narrative:
Block b5 has been corrected. Block e1: the initial healthcare facility name is (B)(6); reported here as it exceeded the character limit. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the tracheal bronchus to treat an intracavitary tumor during a transbronchoscopic stent implantation procedure performed on (B)(6) 2024. During the implantation process, the stent was pulled halfway, but it could not be deployed, nor could it be deployed after adjusting the angle. The stent was removed from the patient partially deployed on the delivery system. The procedure was not completed and was rescheduled a week later. There was no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was implanted in the tracheal bronchus to treat an intracavitary tumor during a transbronchoscopic stent implantation procedure performed on (B)(6) 2024. During the implantation process, the stent was pulled halfway, but it could not be deployed, nor could it be deployed after adjusting the angle. The stent was removed from the patient partially deployed on the delivery system. The procedure was not completed and was rescheduled a week later. There was no patient complication reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b5 has been corrected. Block e1: the initial healthcare facility name is (B)(6). Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11. The ultraflex tracheobronchial stent were received for analysis with the stent partially deployed. Visual examination of the returned device found that the stent did not deploy, due to a knotted found in the stent retention suture. No other issues with the stent and delivery system were noted. Product analysis confirmed the reported event of stent partially deploy, and the investigation concluded that this event and the additional investigation findings of stent retention suture knotted were most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician, could have resulted in the damages encountered to the device. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.